Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a discrepancy in controlled substance inventory occurred for lorazepam vials. The station displayed an inventory count of 19 in the cii safe; however, the actual count was 10. The medication had been stocked out. Despite the last refill and was not replenished following nursing reports. The customer reconciled the discrepancy by removing the medication, unloading it from the device, and reloading it, after which the cii safe reflected the correct count of 10. Review of server data over the previous three months did not identify any pocket unloads or ejects that would account for a ghost pocket. This issue impacted inventory accuracy and medication availability. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.